Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe hyperglycemia after a higher-carbohydrate meal while using the ilet system, with continuous glucose monitor (cgm) indicating ¿high¿ and a fingerstick of 550 mg/dl; the user had changed the infusion site shortly before the episode and performed a ¿ghost¿ meal announcement to correct glucose. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure or method involving the user interface, specifically the additional announcement that can delay algorithmic corrections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.